Event description:
It was reported that closure of an unspecified access site was attempted with a prostyle device using the pre-close technique prior to an unspecified interventional procedure. A first prostyle device was successfully pre-placed; however, while attempting to pre-place a second prostyle device, a suture break occurred during plunger removal. A third prostyle device was pre-placed without issue and the procedure was completed using a 20f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, additional information was obtained: this was an arteriotomy closure of the left common femoral artery via an initial sheath size of 6f. It was previously reported that two pre-placed prostyles were used to achieve hemostasis; however, follow-up revealed this was incorrect. It was further reported that due to the prostyle suture break, the procedure was converted from a percutaneous surgery under local anesthesia to open surgery under general anesthesia. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The suture break was confirmed as a suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The root cause of the reported material separation is likely due to the circumstances of the procedure. It is likely, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break and or a partial capture of the posterior needle occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. E1 - initial reporter: physician name added. H6- health effect - impact code 4641 was removed.